Manufacturer narrative:
(B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent cardiac ablation procedure with thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. There was no defect in consumables. During the procedure, the blood pressure dropped to about 60 mmhg, but as confirmed by echo there was no pericardial fluid. The blood pressure recovered after that, so the procedure continued. At the end of the procedure, echo was performed again, but pericardial fluid could not be confirmed. During hemostasis, the blood pressure dropped again and drainage was performed because pericardial fluid was confirmed on the anterior side of the pericardium. The fluid removed was venous blood. The physician¿s commented that since it is venous blood, high contact occurred during ablation and no significant change in impedance was confirmed, so it seems that the causal relationship with the biosense webster product is weak. Pericardial fluid may have gradually accumulated via coronary sinus (cs) due to difficulty in inserting beeat catheter into cs. The patient has recovered and discharged without any additional treatment. There was no report of extended hospitalization. Since this event may be life threatening; might result in permanent impairment of a body function or permanent damage to a body structure; or required medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure it is MDR reportable.

Manufacturer narrative:
On 2/3/2021, bwi received additional information regarding the event. The patient is female. No steam pop was reported during the ablation. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The product investigation was completed as the complaint device was not returned. It was reported that a patient underwent cardiac ablation procedure with thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. There was no defect in consumables. During the procedure, the blood pressure dropped to about 60 mmhg, but as confirmed by echo there was no pericardial fluid. The blood pressure recovered after that, so the procedure continued. At the end of the procedure, echo was performed again, but pericardial fluid could not be confirmed. During hemostasis, the blood pressure dropped again and drainage was performed because pericardial fluid was confirmed on the anterior side of the pericardium. The fluid removed was venous blood. The physician¿s commented that since it is venous blood, high contact occurred during ablation and no significant change in impedance was confirmed, so it seems that the causal relationship with the biosense webster product is weak. Pericardial fluid may have gradually accumulated via coronary sinus (cs) due to difficulty in inserting beeat catheter into cs. The patient has recovered and discharged without any additional treatment. There was no report of extended hospitalization. Device investigation details: since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturer record evaluation cannot be conducted because the no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
In the initial 3500a report, a recall number was incorrectly provided. This device and event are not related to the recall provided. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. No: pc-(B)(4).